Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. On post-operative day 2 (pod 2), a single leaflet device attachment (slda) was identified, resulting in progression of mitral regurgitation from trace post-implant to severe. There were no device issues during or after implantation, and no anatomical or procedural complications. A repeat mitral transcatheter edge-to-edge repair (m-teer) was performed approximately two weeks later with a satisfactory outcome. The patient was reported to be in stable condition.

Manufacturer narrative:
Telephone number: e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.